Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Blood loss is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure in the left common iliac, left common femoral, left femoral, and left popliteal veins using an indigo system lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) and an indigo system separator 12 (sep12). During the procedure, the physician performed multiple passes using the cat12 and sep12 from the left common iliac vein to the above-knee popliteal vein. Stenosis of the left common femoral vein were treated with venoplasty and the deployment of 3 stents. Stents were placed from the left common iliac to the common femoral vein. Based on satisfactory results and given patient's discomfort, the procedure was terminated. There were no complications encountered during the procedure. Estimated blood loss was 400 ml. It was reported that the patient had low hemoglobin to begin with. On (B)(6) 2022 post operative day 1, the subject did not have a fever, chills, cough, or nausea. The patient complained of lower extremity fullness and heaviness and had shortness of breath and tachycardia with exertion which were deemed likely related to her pe. A hemoglobin drop from 8.3 g/dl to 6.8 g/dl was noticed and was likely secondary to acute blood loss during the procedure. There were no signs of bleeding at the puncture site. A unit of packed rbc was transfused. Patient's hemoglobin and hematocrit was stable, and patient reported less pain in her left lower extremity. The patient was maintained on therapeutic lovenox and aspirin and was discharged on post operative day 4 with home health services. On (B)(6) 2024, the clinical events committee (cec) adjudicated the acute blood loss to be an adverse event with a possible relationship to the indigo aspiration system and a possible relationship to the index procedure.